Event description:
The prod was used during a gallbladder procedure. Reportedly, the staples did not form properly & the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.